Event description:
The advocate stated his wife ran blood glucose tests on 2 contour next link meters and received readings of 550 and 214 on one, and 99mg/dl on the other. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The strips were not expected to be returned. A new meter was sent to the customer.